Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported while wearing the aligner their gums started to feel funny. Their dentist told them to stop wearing the aligners for a few weeks.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.